Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) no anomalies found. Visual inspection of the device indicates the grommet was damaged.

Event description:
It was reported the device implant was attempted, but the device was not used due to high impedances and measuring problems. Rv coil impedance was measured at > 200 ohms. No patient complications have been reported as a result of this event.